Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported suspected thrombus and pump malposition could not be conclusively established through this evaluation. The account communicated that the patient was admitted to the hospital on (B)(6) 2019 after experiencing dizziness and a syncopal episode. An echocardiogram and a cardiac MRI were performed. The cannula position was questionable, and thrombus could not be ruled out. According to the account, the patient had frequent pi events and dizziness when standing so was listed as status 2 on the transplant list for device malfunction. The patient underwent a heart transplant on (B)(6) 2019 and heartmate ii lvas was not returned for analysis. Multiple requests for the product to be returned was issued to the customer; however, to this date, the device has not been returned for evaluation. This investigation will be reopened if the product is returned. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and outlines indications of pump thrombosis as well as how to respond to such events. The IFU also provides details regarding the surgical procedures used to prime and install the sealed outflow graft. This section explains that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. In addition, the IFU outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. This document states that care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ and the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump. The section entitled "pump performance monitoring" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was bridge to transplant and underwent a heart transplant. The patient was admitted to the hospital on (B)(6) 2019 after experiencing dizziness and syncopal episode. Echocardiogram was performed as well as a cardiac MRI. The cannula position was questionable and thrombus could not be ruled out. The patient had frequent pi events and dizziness when standing so he was listed as status 2 on the transplant list for device malfunction. No additional information was provided.